Event description:
Pump declared alarm 30 during operation. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge; however, the cartridge alarm recurred, preventing the resumption of insulin therapy. Technical support arranged to replace the pump and confirmed the shipping address. The customer was instructed to use multiple daily injections as backup therapy and to return the problematic pump using a pre-paid label. The customer acknowledged all instructions.